Event description:
A customer reported that during a procedure, the system displayed issues with irrigation and aspiration. The system was switched out to complete the case. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).